Event description:
A report was received that the patient was experiencing redness at the lead and pocket sites. The physician performed an expiratory procedure and determined that the patient had an infection. The patient was prescribed oral keflex. The physician believes that the infection is related to a prior history of infections. The patient is reportedly doing well.

Event description:
A report was received that the patient was experiencing redness at the lead and pocket sites. The physician performed an exploratory procedure and determined that the patient had an infection. The patient was prescribed oral keflex. The physician believes that the infection is related to a prior history of infections. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50 serial # (B)(4) description: artisan surgical lead, 50cm.

Manufacturer narrative:
The serial number for paddle lead (B)(4).